Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) implanted one year had a monitoring voltage of 2.57v. There has been no pacing and no shock therapy delivery. Guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.